Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the blood glucose meter would not link to the insulin pump. The customer's blood glucose was 445 mg/dl, which was treated with a bolus via insulin pump. The customer was assisted with programming the meter identification code. The customer was assisted with doing a finger stick on the blank screen and the issue was resolved.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.